Event description:
According to the reporter during the procedure, the devices had no defects and the physician was able to complete the case. The patient experienced pneumothorax and had to used chest tube. The event has lead to or extend patient hospitalization.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.